Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2012 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was hospitalized for five weeks and was unconscious in the intensive care unit on a ventilator. Customer was told by healthcare professional that blood glucose had risen to 900 mg/dl. Healthcare professional advised customer to discontinue insulin pump therapy and customer inquired on procedure for insulin pump return. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08770 inches. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.